Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a 4f single-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a 4f powerpicc solo catheter inserted in a patient. A small drop of clear liquid was observed on the exterior of the catheter tubing located slightly past the molded joint of the catheter. What appeared to be a longitudinal split was seen in the catheter shaft at the leak site. In addition, the catheter tubing was observed to be bent distal to the clear liquid drop. Although a leak in the catheter could be confirmed, there were no distinguishing features in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported six months after catheter placement, the catheter tip ruptured and leaked fluid. No other information was provided.